Event description:
Per the clinic, it was reported that a CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2015, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed september 29, 2015.